Event description:
It was reported by dealer that the gearboxes are leaking oil on the m51semired power chair, end user showed dealer that the right side is the side leaking, but dealer wants to exchange both because of the age.